Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time due to receiving ineffective therapy. In turn, their ipg became inoperable. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.